Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the guidewire became stuck in the dilator. It was reported that the j wire had an "extra piece of raised" metal attached to it. Caller stated they were able to get the dilator thru the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium but when trying to remove the wire, they were unable to get the wire out of the dilator. Caller stated they took the whole wire and dilator combination out of the sheath and used a different wire from a different sheath to continue the procedure. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation on 23-may-2023. A visual inspection evaluation and dimensional test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed that the guidewire was found bent and deformed at the distal end. According to the picture provided for the decontamination site, reddish material was observed; however, during the analysis, this condition was not observed due to the process of decontamination. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. The failure observed on the guidewire could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The guidewire issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: deformation problem (c070601) / investigation conclusions: cause not established (d15) / component code: guidewire (g04062) were selected as related to the issue of guidewire stuck. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported resistance with the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the guidewire became stuck in the dilator. It was reported that the j wire had an "extra piece of raised" metal attached to it. Caller stated they were able to get the dilator thru the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium but when trying to remove the wire, they were unable to get the wire out of the dilator. Caller stated they took the whole wire and dilator combination out of the sheath and used a different wire from a different sheath to continue the procedure. Additional information was received indicating the device was used on patient because it was not noticed before use on the patient. It appeared as if the guidewire was damaged, like a deformation. There was an overlapping ring on the wire which did not allow the wire to be pulled back into the dilator. The material observed appeared to be embedded to the device. There was resistance occurred when the wire was attempted to be withdrawn from the dilator which was inside of the sheath. There was no damage that resulted to the sheath. Baylis nrg 98mm needle was placed in the dilator until after the wire was removed from the table and a new wire was used. The baylis nrg needle was used after with no issues. The catheter was not inside of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, only the wire inside the dilator.